Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had naturally fallen out during a diaper change. When checked, the balloon was deflated. When air was pumped into the catheter and it was placed in water, multiple people confirmed the sound of the air escaping.

Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The firs photo showcases an overview of the two way all silicone catheter. The second photo zooms into the deflated balloon and tip. The last photo shows the catheter cap with the lot number. Received 1 all-silicone foley catheter with sample port connector. Visually inspected the balloon and no physical defects were present. The balloon was inflated with 10ml methylene blue solution with the inhouse syringe, concentricity was found to be 50:50. The inhouse syringe was connected and the balloon deflated passively in under 5 min: 3 min and 16 seconds. Reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had naturally fallen out during a diaper change. When checked, the balloon was deflated. When air was pumped into the catheter and it was placed in water, multiple people confirmed the sound of the air escaping.